Event description:
Aortic valve size 25 placed. Leaflets did not appear to function. Removed and size 23 valve placed. Pt had severe coagulopathy, despite maximal support by iabp. Pt expired 1630. Appears to be valve malfunction. Death due to coagulopathy, cardiac failure.